Event description:
Information received indicates the right foot brake caster is not holding when in brake. The caster is not locking into brake.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.